Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address hip pain and acetabular loosening. Update: - litigation papers allege patient suffered potential cobalt and/or chromium poisoning, constant pain, numerous doctors visits, revision surgery, loss of enjoyment of life, anxiety, fear and other economic and emotional damages. It is further alleged the patient could not have known she was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised of the results of said bloodwork. Update rec'd (B)(6) 2015- ppd and medical records received. Ppd and medical records were received on (B)(6) 2013 with the alert date of (B)(6) 2013. These records were reviewed on (B)(6) 2015 for MDR reportability. The revision operative note indicated metallosis, pain, corrosion on the trunnion, chronic inflammation, no bone ingrowth of the cup (no loosening noted), and a prior proximal femoral fracture that was "cabeled". The date of the fracture is unknown at this time. No labs were provided for the alleged high metal ions. The stem is now being added to the complaint. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no device associated with this report was received for examination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.